Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Sixth. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45b with the one piece sled partially advanced 1/16 was loaded. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy lobectomy procedure on the sixth firing with blue cartridge, the device moved forward about 1-2 cmm. The device did not cut and no staples deployed, the device locked out. The reverse was used and the reverse did not working. Next the surgeon tried the manual release and the manual release lever did not work. Then the battery was removed and flipped around. The device did not open. A bovie was used to remove the device from tissue. A ec45a was pulled to complete the case. The procedure was extended about 30 minutes or longer. The surgeons concern was about pathology reading the margins.